Event description:
It was reported that the patient called her physican because she had passed out and was feeling bad. A phone check was performed and showed nothing abnormal. The following morning, the patient passed out again and was taken to the emergency room. Her heart rate was 20 beats per minute, upon arrival. The pocket was opened for a lead revision, and lead fracture due to clavicular crush was noted. The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.